Event description:
Report received of pump implanted 2 months - first refill pump residual volume exceeded expected amount - therapeutic response had not been good. Catheter dye study revealed normal flow and dose increased. At second refill - residual volume still too much and patient not receiving relief. Dye study repeated and pump rotor tested. Pump determined to be stalled. Follow up with hcp revealed patient also became very ill with withdrawal symptoms requiring hospitalization - patient becomes very ill until their body adjusts to intrathecal dose of mso4 so bolus doses with dye study caused illness. Pump replaced and patient is receiving therapy. Outcome for patient: patient is "still not doing well" - adjustment after withdrawal has been slow but complete recovery is anticipated.